Event description:
It was reported that the patient had an infection and the entire pump system was explanted on 2013 (B)(6). It was noted that there was some redness, swelling and pain that started shortly after surgery. It was noted that the physician was notified; patient was upset nothing was done. On 2013 (B)(6), patient went to the emergency room and was admitted. Patient was on antibiotics after surgery. Manufacture representative was notified on day of report. It was stated that on day of report they were just going to do ¿pocket exploration to assess infection issues.¿ patient was having surgery on day of report to explore/fix infection issues in previous pump pocket. It was noted that patient needed two pocket revisions to fix infection issues. Unsure of the exact surgical details though. It was unknown what type of infection it was. It was unknown if cultures were taken. There was antibiotic treatment. Date of onset was not specified. Location of infection was the device pocket and catheter track. It was unknown the exact onset and treatment details of infection. Patient status at time of this report was ¿alive-no injury.¿ it was unknown what the pump system was delivering. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).